Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
An unknown reading issue that consisted of unspecified high and low readings was reported with the adc (abbott diabetes care) device. A customer received unspecified sensor scan results and it's unknown whether a trend arrow was noted on the device. The customer "felt like she had low blood sugar" and self-treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.